Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/30/2020. H.6. Investigation: one connector attached to infusion bag was provided to our quality team for investigation. The product was visually inspected, no damage or defect was observed on the spike or membrane from the connector or membrane of the rubber stopper, and no foreign particles were observed inside the infusion bag. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported that l connector c90j had foreign matter in the infusion bag. This was discovered during use. The following information was provided by the initial reporter: floating matter was found in the infusion bag.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that l connector c90j had foreign matter in the infusion bag. This was discovered during use. The following information was provided by the initial reporter: floating matter was found in the infusion bag.